Event description:
Pca pump was a rental from (B)(6). When disconnecting pump, staff noticed that the key to unlock the pump and open the door with key was still attached. Tag attached with key said "do not discard that it was the property of (B)(6)." Pts and visitors can use the pump with key attached to change prescription settings and or steal the key.